Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture and seroma-late.

Event description:
Patient reported left side rupture, pericapsular fluid collection, internal mammary lymphatic chain prominent lymph nodes. The device was explanted.

Event description:
Patient reported left side rupture, pericapsular fluid collection, internal mammary lymphatic chain prominent lymph nodes. The device was explanted.

Manufacturer narrative:
Additional, changed, and / or corrected data.